Event description:
It was reported that the customer broke the holster for his insulin pump. The customer was unaware of how the damage occurred to the holster. The customer's blood glucose was 420 mg/dl. The customer treated his blood glucose with a correction via insulin pump therapy. Advised that a replacement holster would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.